Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from UK that a female patient of unknown age and ethnicity who underwent breast implant surgery with mentor saline implants 13 years ago, has experienced four autoimmune diseases (lupus, hashimotos, pernicious anemia and raynauds) as well as chronic pain in rib, shoulder, neck & jaw and headaches. She also developed unspecified cancer 2 years after the implantation. She has had a explantation recently and still is waiting for the pathology results. At this time no further information was provided regarding the cancer diagnosis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 4/23/2020, mentor became aware that incorrect initial reporter was reported under initial submission. It has been corrected on this form under section e. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).